Manufacturer narrative:
Physio-control supplied troubleshooting assistance, and parts information for device repair. The reporters stated the device has been replaced.

Event description:
According to the reporter, the device will not power up with either batteries or ac auxiliary power supply. There was no patient use associated with the report.